Event description:
Additional information was received from the patient representative (rep) reporting that they did not know if the pump was working. The patient has had several bad days and today was the first day that he was so cold and the patient had been shivering. The patient was having stomach pain. The patient rep mentioned the patient used to have a controller to give him extra medication but they quit doing that because the patient couldn't seem to do it always and patient had dementia so they just increased his medications and they did not use that. The patient representative also mentioned they had done surgery twice because the pump had flipped twice now because it completely flips. The first time the pump flipped was (B)(6) 2024 and again (B)(6) 2024. The patient rep stated the lady who put medication in pump had called medtronic several times and they advised how to flip back. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial#(B)(6), implanted: (B)(6) 2001, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 2002-11-14, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer, and it was reported that the patient had four procedures in less than 6 months because the pump continued falling down. It was noted the pump crimps the catheter line and then the patient goes through withdrawals. It was reported the healthcare provider (hcp) did this 6-8 weeks ago and said there was a lot of crimps in the catheter but was able to get them out. It was noted the patient was 220 lbs and now down to 140 lbs. The patient had lost a lot of weight and that could be part of it, however, the patient losing weight because of not eating was because of the pain. The agent asked if this was due to weight loss, and the caller stated they were going to guess it was through the weight loss, but they had lost a lot more weight again because they hadn't eaten anything since friday. It was reported the patient was in so much pain. It was also reported they took the patient to the emergency room (ER) but they didn't see it as a pump issue, so they came home and called the doctor on tuesday. The doctor tried to move the pump up higher closer to the rib, but when they called him, they said it was falling down again and they can see it on the computed tomography (CT). Caller states the patient was having the pump moved again on the date of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug (no time - no time to ask n/a at no time - no time to ask n/a) via an implantable pump for unknown indications for use. It was reported that the communicator was not finding the pump. The healthcare provider (hcp) stated that the patient recently had the pump replaced and that it "moves around a lot" in the pocket. They do not have the cord to try to connect the tablet to the communicator, but it was theorized that the pump may have flipped but that was not yet confirmed. The hcp needed to go at end of call so other questions could not be asked.